Event description:
A trilogy 100 ventilator was returned to the manufacturer for foam replacement per field action c&r 2021-05/06. Upon pre-evaluation it was confirmed that the device had an initial power up condition due to the device sitting prior to evaluation which causes the batteries' energy level to be too low to allow the device to respond. The result is an ¿initial power up¿ condition from the pre-evaluation tool. This information is alerting the user that the device's batteries don¿t have enough charge for testing at this time and does not suggest or confirm any malfunction of the device. During the evaluation of the device at the manufacturer service center, the device did not meet the acceptance criteria of evaluation process for screen physical damage and states the device could not connect to the toolbox and was unable to pull up the device information. In addition, the passive porting block had a missing screw and will need to be replaced. The o2-connector was broken and will need to be replaced. The oxygen connector on a trilogy 100 is used to bleed-in low flow oxygen. A broken oxygen connector on a trilogy 100 would not impact therapy as low flow oxygen could be bled in through the patient circuit, mask or other location. The technician also confirmed the following cosmetic issues: the front, rear, base enclosure and handle is damaged and will need to be replaced. No repair was performed. There were no significant events in the error log. No repairs were performed, and the device was scrapped. The device was not needed for inventory and was scrapped.